Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Examination of the reported devices was not possible as they were not returned. A complaint database search finds no other reported incidents against the provided product and lot combinations since their release for distribution. The patient is considered obese with a bmi of (B)(6). The weight of the patient exceeds the prosthesis recommendations. There are warnings against improper prosthesis selection or alignment that tend to adversely affect hip replacement implants including excessive patient weight. Medical records were received and reviewed with findings to report and it could not be determined that the report was depuy device related. The investigation can draw no conclusions with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated.

Manufacturer narrative:
The devices associated with this report were not returned. A complaint database search finds no other reported incidents against the provided product and lot combinations since their release for distribution. Requests for additional investigational inputs were made in accordance with wi-7915 appendix a; rev. D. No additional information was obtained regarding this revision. A depuy medical safety officer has reviewed the provided clinical information and states there were no findings to report. The investigation could not draw any conclusions regarding the reported event. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the product or additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Patient was revised to address loosening of the cup and dislocation.